Manufacturer narrative:
Event site complete name - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after less than a day of intra-aortic balloon(iab) therapy, the balloon ruptured. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A new iab was inserted to continue therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and a portion of catheter tubing with the sheath over the tubing. Dried blood was observed on the interior and exterior. A portion of the catheter tubing, y-fitting and extracorporeal tubing was cut from the iab and not returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon and portion of catheter tubing was performed but the leak could not be located. The condition of the partially returned iab as received indicated dried blood observed within the iab catheter. This most likely caused the reported problem and the dried blood within the catheter is an indication of a leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A device history review could not be performed since the lot & serial number was not provided. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 through dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).